Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient had experienced a bent cannula on the first day of insertion and this had led to a high blood glucose event on (B)(6) 2026. The treatment for the high blood glucose was delivered by the insulin pump and the blood glucose had been high for three to four hours. The infusion set had been in use for one day and the site location was the abdomen.